Event description:
Svc lead impedance warning on (B)(6) 2023. Noted several fluctuations in measurement over time. ¿svc coil turned off due to susp frxtr.¿ atrial bipolar lead impedance warning on (B)(6) 2023 intermittent atrial under sensing. Reference report mw5147389. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).